Event description:
It was reported by service report that the zoom function was intermittent, however, the stryker technician was not able to reproduce the event. The product met and performed to spec. No pt involvement or adverse consequences are reported.